Event description:
Fluid build-up in left knee [joint effusion]. Swelling in left knee and ankle [joint swelling]. Pain and tenderness in left knee [arthralgia]. Swelling in left foot [oedema peripheral]. Case description: spontaneous report received on 30-sep-2009 from a physician via a company representative, as well as from the consumer, regarding a female pt, whose relevant medical history included: osteoarthritis, knee pain, and previous treatment with supartz followed by knee pain. The pt received a series of synvisc injections, lot number p0902 with expiration date oct-2011, into the left knee with injections received three times within two months in 2009. The pt did not have any problems following the first and second injections. Following the third injection, the pt experienced severe left knee pain and tenderness, severe left knee swelling, and fluid build-up in the left knee. On the following day, the pt went to the emergency room where 80 cc of "yellowish" fluid was withdrawn from the left knee. According to the pt, the physicians in the emergency room did not think that she had an infection in the left knee, so no antibiotics were prescribed. The pt also started to experience some swelling in her left ankle and foot. As of the date of the report, eleven days later, the pt's symptoms in the left knee, ankle, and foot were a little better, but she was still experiencing significant pain, tenderness, and swelling in the left knee as well as swelling in the left ankle and foot. The swelling in the left knee was especially noticeable above the left knee cap. As of the date of receipt of this report, the pt outcome was not yet recovered. The qa (quality assurance) investigation results were received on 07-oct-2009. The production and quality control documentation for lot number p0902, expiry date 10/2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot number p0902, expiry date 10/2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.